Manufacturer narrative:
Date of event has been estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not provided.

Event description:
It was reported that the patient's lead had migrated after an unrelated procedure. The patient underwent surgical intervention on (B)(6) 2019 wherein, the leads were repositioned and therapy was restored. Related manufacturer reference number: 3006705815-2019-02793.